Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was the pt reported that for the past month or maybe longer they have not been able to turn their therapy on because they are having a major problem with the implanted device (ins). Pt believes the ins to be "definitely" defected because when the simulation is on they get a sporadic, electrical charge right through the "generator pack" (ins). Pt stated that this was occurring everyday and the pain is debilitating. Pt says they have never felt anything like it and needs the implant taken out. Pt remarked that when the incident happens it even burns so they keep the stimulation always turned off. Pt commented that nothing triggers the sensation, such as just standing up; the pain takes their breath away reducing them to tears. Patient services (pss) inquired as to whether the pt had suffered any falls or trauma --the pt said no. The patient was redirected to their healthcare provider to fur ther address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6). Pt stated about 2 months ago they began experiencing "electrical shocks" here and there and over the past 3 weeks, the shocks have worsened to the point where it has become very painful for pt and has them in tears. Pt stated they will need to have their ins explanted and has surgery scheduled for (B)(6) 2022. Additional information was received from the patient on (B)(6) reiterating their scheduled explant date on (B)(6) and reporting that for now the issue has not been resolved.